Manufacturer narrative:
Evaluation of the returned smart coil revealed that the embolization coil was detached from its pusher assembly, and therefore, the reported detachment issue could not be confirmed. Further evaluation revealed that the proximal end of the pusher assembly was fractured off, the pet lock was missing, and the pusher assembly had multiple kinks throughout its length. This damage was incidental to the reported complaint. The fractured pusher assembly and missing pet lock likely occurred due to the manual detachment during the procedure. The observed pusher assembly kinks may have occurred during handling of the device during the procedure or packaging of the device for return. Evaluation of the returned handle revealed a functional device, and the complaint could not be confirmed. During the functional test, the handle was tested on a handle fixture and passed within specification. The handle was then used to detach a demonstration smart coil without an issue. Penumbra products are visually inspected during in-process inspection and quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous malformation (avm) using a penumbra smart coil (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced the smart coil to the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach after multiple attempts. Therefore, the physician manually detached the smart coil using a grasper. The procedure was completed at this point. There was no report of an adverse effect to the patient.